Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was particulate matter in the inner pouch of four (4) vascular probes. This was noted before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Four (4) devices were received for evaluation. A visual inspection was performed and loose particulate matter (pm) was identified on the inside wall of the inner pouch of all four units. The pm was inspected under the microscope and it was determined to be fiber; however, the size of the pm was found to be under 0.80 mm squared. This size pm meets specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.